Event description:
It was reported that while implanting an intraocular lens(iol)to insert the intraocular lens, the haptic punctured the capsular bag. The doctor then performed a vitrectomy and the patient was sent home aphakic to heal. The patient is expected to return in approximately a couple weeks after healing to have an intraocular lens implanted. It was stated that the patient's capsular bag was on an angle. A capsular tension ring was not required.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to our quality assurance laboratory site for evaluation. The lens was torn, had one (1) distorted haptic, one (1) broken haptic, and appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.